Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer and technical support agreed to send a replacement tandem cable and wall adapter via two-day shipping. In the meantime, the customer was advised to rely on the current pump, which could take charge but was unstable.